Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the rep that the tlc75 device fired properly on the first two firings. On the third firing the device misfired. There was no consequence to the patient.